Event description:
Caller tested 2.7 inr on the coaguchek s system while a comparison lab returned as 1.81 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in (B) (6). Customer returned lot 830a and lot 884a.

Event description:
It was reported that during implant attempt, the lead "screw" would not retract or extend after the first repositioning attempt. A new lead was placed. The lead was returned to the manufacturer and subsequently tested out of specification during the analysis. No patient complications have been reported. No patient complications were reported as a result of this event.